Manufacturer narrative:
Product complaint # (B)(4). H6. Component code: g07002 - device not returned. To date, the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. The following information was requested, but unavailable: - were there any unexpected outcomes or complications resulting from the prolonged surgery time? - how long, in minutes, did the surgery prolong? - which tissue was being sutured when the event occurred? - was additional dissection required in other organs/tissues other than the target tissue? - was there any change in the patient¿s post operative care due to the prolonged procedure? - what is the current status of the patient? A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances / manufacturing irregularities were identified. This report is being submitted pursuant to the provisions of 21 cfr part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent a cesarean section procedure on (B)(6) 2025 and a suture was used. The patient was hospitalized due to umbilical cord entanglement around the neck and underwent surgery. During the lower segment cesarean section surgery, sutures were used to suture the perineal epidermis. However, the suture broke when the knot was tied, making it impossible to continue suturing. The nurse immediately opened a new bag of suture to complete the suturing. This caused an extension of the surgery time. Due to the need to open a new bag of suture and perform the suturing operation again, the surgery time has been extended. If the suture is incomplete or not firm due to a broken thread, it may affect the healing speed and quality of the wound, and may even cause the wound to crack or heal poorly. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint #(B)(4). Date sent to the FDA: 12/8/2025. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: b3.